Manufacturer narrative:
Concomitant medical products: d314trg ICD, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead threshold had increased. At a recheck visit, the lead thresholds were high and the impedance had increased. The lead was capped and replaced. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.